Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's scs system has not functioned properly since the last revision despite multiple programming adjustments. The pt stated he stopped using his system some time in (B)(6) 2012. It was also reported the pt's scs system was removed some time in (B)(6) 2013.